Event description:
I was notified that my philips respironics CPAP device was recalled and I should immediately stop using the device. So I have been without anything since (B)(6) 2021. After seeing my cardiologist a couple of days ago, I was told I needed to start using my CPAP machine asap. The lack of use was escalating my heart problems. I can't find out when my new machine is suppose to arrive so what can I do to get it escalated? FDA safety report ID # (B)(4).